Event description:
It was reported that the epg (external pulse generator) failed the self-test. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report regarding the device self-test. It was also noted that the upper and lower cases were broken, the battery release, one output connector and battery drawer were contaminated, one bail cover was broken and one bail cover was missing, one side bail was missing and one was bent, the ring cover and ring bail were missing, the lead flex cover was corroded, the battery contacts were compressed and the keyboard was scratched.